Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid procedure, stapler would not fire the 2nd time. There was no patient injury.